Event description:
It was reported that patient underwent a right knee right arthroplasty due to fractured femur from fall, making cpcs stem loose.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.